Manufacturer narrative:
Aware date updated to 29-mar-2023.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has a fiber optic module malfunction and began alarming for "sensor module failure". The unit will be exchanged and taken to biomed. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the fiber-optic module. The fse performed a full calibration and functional check per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received part number 0997-00-1169 fiber optic assembly serial number (B)(6) with a reported unit failure of fiber optics module not working. The failure analysis and testing dept. Performed a visual inspection and observed white residue on the bottom board part number 0670-00-0764 serial number (B)(6) of the assembly. Based on past experience, this residue is consistent with saline. Due to observing saline, this part cannot be investigated any further by the failure analysis and testing dept. Retaining the fiber optic assembly in the fat per procedure.

Event description:
N/a.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has a fiber optic module malfunction. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.